Event description:
Patient reported that his blood glucose reading registered "hi" on his staff monitor. He was feeling ill, but thought he had a common cold. His spouse took him to the medical center and he was admitted with blood glucose levels of 900 mg/dl. They immediately put him on an insulin drip, 70/30 injection therapy and took him off the device. His doctor has been adjusting his basal rates and changed his insulin from humalog to novalog. The patient stated that he noticed having higher blood glucose levels after the change in insulin. The patient was diagnosed with pneumonia and ketoacidosis.